Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Sus voluntary event report #mw5076390 received reporting the following information: "tandem pump has a new clip which will not staying place. It constantly will fall out of a waist band if you move-shift positions, or get up from sitting to standing. It falls out and dangles and the weight of the pump eventually pulls the site out of my body. I have called and complained to tandem multiple times and each time they state no one has ever complained before (upon which I will notify them I have complained multiple times myself). They have declined to do anything about this each time I call. On the afternoon of (B)(6) this happened again and it led to my site being pulled out (again). I attempted to put it back in but could not. I had to drive home for one hour in dka to put a new site in. My glucose skyrocketed to over 400. Since getting the new clip this has happened to me at least six times. And each time tandem has declined to do anything about it. "